Manufacturer narrative:
(B)(4). Per subsidiary service engineer (sse), the user will continue to use the central control monitor and will not return the unit for repair. The sse found the cause of the problem to be due to loose contact of one piece of wire connection. The sse soldered it and now unit is now working.

Manufacturer narrative:
There is no recall associated with this complaint. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) had a minor problem with the touchscreen. There is misalignment error in the right side part of the screen and difficulty in tapping the post case button. The perfusionist performed the screen calibration properly but the minor problem persist. The perfusionist used the ccm for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.